Manufacturer narrative:
The unit came in with no power and the connector panel was damaged. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The (B)(4) controller provides high speed digital data processing, stimulation generation and audio processing of emg activity and also supplies switched ac power to the computer. The controller connects to the computer via the high speed (B)(4) interface. When info suggests that the nim eclipse equipment had the potential to not stimulate to effect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim eclipse controller stating it is "continuously opening and closing." This suggests that a channel was having intermittent, or continuously open then closed functionality. There was no suggestion of pt injury or involvement. Testing/repair could not confirm the reported event, but did note that the unit came in with no power and a damaged connector panel. Intermittent responses have the potential to result in a false negative. False negatives could potentially cause injury to the pt by failing to identify a viable nerve. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.